Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was hospitalized after they coded and a device interrogation was performed. Review of stored device memory noted rv pacing impedance measurements had increased from 560 to 830 ohms, however, were within acceptable limits. The root cause of the patient coding was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.